Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported on (B)(6)2014, the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer did not press the button longer then three minutes. Customer uses recommended batteries. Customer was advised to discontinue use and revert to back up plan. Customer's blood glucose was not provided. No further information reported.